Event description:
Reportedly, on (B)(6) 2010, the pt was externally defibrillated because of a ventricular tachycardia. The pt's sinus rhythm was restored through the external shocks. However, the pacemaker involved in this MDR report could not be interrogated after the shock deliveries and pacing failure was also observed. At the time the shocks were delivered, the patch electrodes were positioned at the upper and the lateral part of the left chest. The pacemaker was supposed to be replaced when the pt condition would be stabilized. On (B)(6) 2010, the pt passed away; the cause of death is still unk. However, reportedly, the pt's sinus rhythm was confirmed and thus the device's pacing failure is not the cause of death. The device was explanted and returned for analysis.

Manufacturer narrative:
September 17, 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.